Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported ¿fluid was removed from her breasts and tested¿, "swelling", "red". Device remains implanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: ¿ edema: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ erythema: unable to observe since it is not related to the device. ¿ seroma: unable to observe since it is not related to the device. Additional observations: ¿ deformation device and brown particles observed on the device.

Event description:
Patient reported ¿fluid was removed from her breasts and tested¿, "swelling", "red". This relates to the left side. Device has been explanted and replaced with non-allergan device.

Event description:
Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.